Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. Final analysis found that the device was received with battery voltage below elective replacement indicator (eri) level. Device image indicates that auto-capture and high output mode was enabled. When automatic settings are programmed, such as auto-capture and high output mode, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed under nominal settings indicated normal functionality. Further battery assessment at various pulse amplitudes found current levels within normal range and no indication of premature battery depletion or battery problem was noted. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion.

Event description:
Related manufacturing reference number: 2017865-2023-72940 it was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited premature battery depletion. It was noted that the right atrial lead exhibited undersensing and noise oversensing. Clavicular crush was noted on fluoroscopy. The pacemaker was explanted and replaced. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.